Manufacturer narrative:
Findings: unit failed displacement test (281.4 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 195 mg/dl. The customer stated the drive support cap appears normal and device was exposed to MRI. The motor error reappeared during rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return pump with battery and zero out basal rates.